Event description:
Philips received a complaint on the heartstart xl+ defibrillator monitor indicating that, when the department staff used the device to defibrillate a patient, the device suddenly failed the self-test and was unable to defibrillate the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer and distributor. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a capacitor failure. The root cause of the capacitor failure could not be determined. The issue was resolved by replacing capacitor and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ indicating that the self-test failed before use. There was no patient involvement at the time the issue was discovered. The report has been updated from serious injury to product problem.